Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. This is consistent with the initial intake of the complaint which detailed that the product would not be returned. In the absence of the subject device, it is difficult to determine the root cause of the event. As the lot number was not provided, a review of the manufacturing records for product that had recently been shipped to the user facility was performed showing that product passed all manufacturing and quality inspections. During the manufacturing process, all trocars are thoroughly inspected for functionality and performance prior to packaging. Although the root cause could not be determined, applied medical has opened a corrective and preventative action (CAPA) to further elevate and track this investigation and implement appropriate corrective actions to mitigate this type of event. In accordance with 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA. This report represents our initial and final report.

Event description:
Robotic hysterectomy - "undocking the camera port at end of procedure and the trocar snapped in half." Additional information received via email from sales representative on november 22, 2016: trocar was a ctf71 not a ctr71...the trocar snapped mid shaft and no pieces fell into the patient. We are working to find out what robot and scope was being used. Additional information received via email from sales representative on november 23, 2016: the robot that was used was the si and the scope that was used was a 12mm 0 degree lens. Patient status: no patient injury.

Manufacturer narrative:
This report is to follow up with medwatch report mw5066458. Initial/final report was sent on december 21, 2016 for this incident. Please note the event date on medwatch reads (B)(6) 2016. It was confirmed by an applied medical sales representative that the event date is supposed to be (B)(6) 2016.

Event description:
Medwatch # mw5066458 received on january 03, 2017 - "trocar broke while attaching robot camera are to it during a robot docking."